Manufacturer narrative:
The nurse reported that there was a power outage and the central monitoring system (cns) went down while monitoring bedside monitors (bsm) causing an interruption in monitoring activities. After powering the cns back on into application, the device generated an error message in japanese. Local it resolved the issue by opening the application using the correct cns software icon before calling nihon kohden tech support. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. The following devices were being used in conjunction with the cns: bedside monitors.

Event description:
The nurse reported that there was a power outage and the central nurse's station (cns) went down while monitoring bedside monitors (bsm) causing an interruption in monitoring activities. After powering the cns back on into application, the device generated an error message in japanese. No consequence or impact to the patients were reported.